Event description:
Healthcare professional reported "painful sensation in left breast" as well as implant rupture diagnosed by ultrasound and MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.